Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, the surgeon noted the iol was torn after inserting the iol into the eye. The incision was enlarged to facilitate removal of the torn iol and insertion of a replacement. The nurse indicated they did not think the iol malfunctioned. The pt is doing fine.